Event description:
Patient complained that defibrillator fired twice on 1/8/92. When patient arrived in ER he was in v-tach and had received chest compressions. On x-ray one internal lead appeared to be free floating in heart. Patient died 1/15/92autopsy results are pending. Defibrillator will be evaluated by independent agency, as well as by the manufacturer. We are negotiating for a joint evaluation with representatives from erci and cpidevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped temporarily. The device was not destroyed/disposed of.